Manufacturer narrative:
Pending investigation. Pending device return. Concomitant medical products: nv crown cup constraining ring g, - 180-03-11, a020240; nv crown cup constrained liner g1 28mm - 134-28-41, 7092276; biolox option adaptor +3.5mm 12/14 - 170-50-03, 7271026; biolox option femoral head 28mm - 170-28-50, 7233893.

Event description:
As reported, the patient had an initial left tha on (B)(6) 2016. The patient presented to the surgeon with a history of previous and chronic dislocation of the left tha and was admitted with a dislocated left tha. The patient was revised on (B)(6) 2022. The patient was dislocated already so the surgeon used a cold chisel to remove the 32mm +0 head. The acetabulum cup/liner was exposed. A drill and the liner removal tool was used to remove the liner. The cup was checked with a bone tamp, and appeared to be stable.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of surgical revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. H7: z-1732-2022.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, g. The cause of the patient¿s dislocations and subsequent revision reported in cannot be conclusively determined. The reported dislocations may have been a contributing factor to the third body prosthesis wear and damage to the rim of the acetabular liner or femoral neck impingement may have contributed to the dislocations. However, this cannot be confirmed as the acetabular liner was not returned for evaluation and the provided radiographs do not show the hip in a dislocated position. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.